Manufacturer narrative:
Unable to perform self-test due to keypad anomaly. Unable to perform self-test for missing segments/partial display due to keypad anomaly. Pump received with no response from any buttons, problem isolated to the keypad assembly. The j1 connector on pcb1 was locked properly during visual inspection. However, keypad traces and electronic assemblies were inspected and found corrosion damage on pcb1 board, pcb2 board and keypad traces. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, missing display window cover, corroded battery tube, corroded keypad trace, corroded electronic assemblies. The p-cap locks properly into the reservoir compartment. Confirmed keypad/buttons unresponsive due to corroded keypad trace. However, unable to confirm missing segments/partial display due to keypad anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and screen issues on the pump. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed, and the customer reported that the alarm occurs when a button is pressed for more than 3 minutes. It was confirmed that there were no altitude changes. No harm requiring medical intervention was reported. Mmt-1712k was requested, and the customer responded that the device would be returned.